Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage, with the 7th and 8th distal strut in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 mm synergy drug-eluting stent was selected for use. However, when the stent was taken out of the hoop during preparation, it was noted that a strut was sticking straight up in the mid portion of the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 mm synergy drug-eluting stent was selected for use. However, when the stent was taken out of the hoop during preparation, it was noted that a strut was sticking straight up in the mid portion of the stent. The procedure was completed with another of the same device. No patient complications were reported.